Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of bacterial peritonitis with culture positive for micrococcus in a patient (age and gender not reported) coincident with extraneal viaflex therapy (lot number not reported). On an unreported date, the patient began treatment with extraneal viaflex, (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced bacterial peritonitis. At the time of this report, the patient was receiving treatment with vancomycin (start date, dosage and frequency not reported). Hospitalization, treatment and event outcome were not reported. Action taken with extraneal viaflex was not reported. Medical history and concomitant medications were not reported. The nurse did not provide an opinion of causality for the event of bacterial peritonitis with culture positive for micrococcus, and the relationship with extraneal viaflex therapy. The nurse reported that the root cause of the bacterial peritonitis "may be caused by a bacterial contamination of the pd solution because the patient had just been switched from extraneal produced in (B)(4), to imported us and (B)(4)fluid and this was the only difference in the patient's treatment." Further information will be requested.